Event description:
Attorney reported: patient sustained injury and damages associated with use of defective product, bard composix kugel hernia patch. Specifically, as a result of having the composix kugel patch implanted in patient, patient suffered disabling pain and required surgical intervention. Per medical records received: on (B)(6) 2007, exploratory laparotomy, reduction of incarcerated ventral hernia with composix kugel mesh, and cholecystectomy. Discharge summary noted because of size of hernia defect, pt had no anterior fascia to place over mesh and skin and subcutaneous tissue were closed over mesh. IV antibiotics postoperatively, incision clean, dry and intact without signs of infection. Discharged on (B)(6) 2007. Subsequent office visits, pt noted to have developed seroma and small open area exposing mesh. Pt noted to be non-adherent to plan of care and treatment. On (B)(6) 2007, wound vac placement recommended to allow adherence of mesh to subcutaneous fatty tissue and skin and to minimize any risk of contaminating the mesh. Pt unable to obtain vac. On (B)(6) 2007, excision of infected mesh with repair of ventral hernia, placement of central line, evacuation of intra-abdominal abscess. Alloderm implanted. Per the operative report, great deal of purulent material between posterior aspect of mesh and omentum. Discharged on (B)(6) 2007. Subsequent office visits note incision well approximated, clean, dry, intact, no drainage or evidence of wound infection.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, it was indicated in the medical records that the patient was non-adherent with planned wound care which may have contributed to the subsequent infection, therefore, no conclusion can be drawn at this time.